Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The AED and battery were requested to be returned so they may be evaluated and tested. To date the AED and battery have not been returned and the root cause is not known.

Event description:
An international distributor reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Testing of the returned battery pack was performed and confirmed the reported issue. The investigation determined that depleted cells within the battery pack caused the premature battery depletion.